Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket stimulation. The physician believed the left ventricular lead may have dislodged. The patient was sent to the emergency room and assessed. No capture was noted at maximum outputs. The lead was programmed off. The pocket stimulation subsided after the left ventricular lead was turned off. The patient was awaiting an appointment to discuss options. The patient was stable and discharged.

Manufacturer narrative:
The reported events were lead dislodgement, no capture and cardiac stimulation. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes the left ventricular (lv) lead was explanted. The lv lead was returned with no additional information. The patient was presumed to be stable.